Event description:
On january 30, 2008 at 11:14 am, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra is giving inaccurate high readings. This medical affairs specialist contacted the pt on february 8, 2008 to obtain/clarify more info. In 2008 at 10:00 am, the pt obtained an inaccurate reading that was 100 points higher than the one touch ultramini meter. On three days later at around 9:30 am, the pt obtained a reading of "90-100 mg/dl." The pt stated that he was likely "borderline hypoglycemic" with a blood glucose of "60-70" mg/dl based on the way he was feeling at the time. At 9:35 am, the pt took his usual dose of insulin (50 units of humalog), went to fixed himself a bowl of oatmeal, felt shaking, and went unconscious. At 10:00 am, when he came to the emergency service tested the pt at "23 mg/dl" on a paramedic meter and was treated with IV glucose. The emergency service did not take the customer to the hospital. The emergency service stabilized the pt at "160 mg/dl" before they left. The pt indicated that he would have eaten before taking his humalog insulin if his lfs meter reading was "60-70 mg/dl" at the time of concern. However, his diabetes treatment was based on the lfs meter reading of "90-100 mg/dl." The pt's diabetes medication regimen and testing frequency have not recently changed. During troubleshooting, the customer care advocate verified that the unit of measurement was correct set to mg/dl, and the testing technique was correct. However, the pt was not able to provide the exact glucose readings and was unwilling/unable to answer the following questions: what is the difference between the readings? Verify results in meter's memory. Do results match? This complaint is being reported because the pt indicated he experienced a hypoglycemic episode after he administered diabetes treatment based on an alleged inaccurate high lfs meter reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.